Event description:
Red button with black circle popped out of the device and fell onto the lap while utilizing the device. The surgeon continued to close the device. Leak test was negative and two full donuts were demonstrated.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device production history files were reviewed and found to be in order indicating that the device was released pursuant to the product specifications. The device was returned to the company and is currently being evaluated. The result of the evaluation will be provided as soon as the investigation is concluded in a follow-up report. The red marker has no influence on the device functionality or the outcome of the procedure. It is only an additional indicator of the sequential status of device operation. Such minor malfunction was reported only in a very few procedures and an engineering change that may improve the fixation of this marker is being evaluated.